Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was outside clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the cause of the problem was an issue with the system's software configuration. The fse reloaded the ghost backup and reconfigured the workstation details in the main system. After the ghost backup was reloaded and the software was reconfigured, the system was returned to use in good working order.

Event description:
It has been reported to philips that cine is not happening intermittently. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with not being able to log in service mode. After the ghost backup was reloaded, the system was returned to use in good working order.